Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the alleged adverse event without identified device or use problem could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (patient). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in a journal paper "journal of vascular interventional radiology" of article titled, "comparison of a patient mounted needle driving robotic system versus single rotation CT fluoroscopy to perform CT guided percutaneous lung biopsies" that sometime later post both needle driving robotic system biopsy and CT guided percutaneous biopsy to compare the effectiveness of the lung biopsy procedure, out of eighty one patients, nine occurrences of pneumothorax requiring chest tube placement. The current status of the patient is unknown.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Alexander es, petre en, bodard s, marinelli b, sarkar d, cornelis fh. Comparison of a patient-mounted needle-driving robotic system versus single-rotation CT fluoroscopy to perform CT-guided percutaneous lung biopsies. Journal of vascular and interventional radiology. 2024 jun 1;35(6):859-64. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in a journal paper "journal of vascular interventional radiology" of article titled, "comparison of a patient mounted needle driving robotic system versus single rotation CT fluoroscopy to perform CT guided percutaneous lung biopsies" that sometime later post both needle driving robotic system biopsy and CT guided percutaneous biopsy to compare the effectiveness of the lung biopsy procedure, out of eighty one patients, nine occurrences of pneumothorax requiring chest tube placement. The current status of the patient is unknown.